Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy : birth - complication'), pelvic pain ('pain pelvic'), vulvovaginal pain ('pain vaginal'), dysmenorrhoea ('dysmenorrhea (cramping)/ dysmenorrhea (cramping)') and dyspareunia ('dyspareunia/ dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 (dates of live births: (B)(6) 2002; (B)(6) 2003; (B)(6) 2005; (B)(6) 2008; (B)(6) 2011). In 2008, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device. On an unknown date, the patient experienced dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pain, vaginal discharge ("vaginal discharge/ vaginal discharge"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss/ hair loss"), migraine ("migraines/headaches/ migraine"), nausea ("nausea"), headache ("headaches"), panic attack ("panic attacks") and hypertension ("high blood pressure"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pain, vaginal discharge, fatigue, alopecia, migraine, headache, panic attack and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, migraine, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: discrepancy date(s) of insertion: 2008, 2013. Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: same day as placement (as written) (per pfs) hysterosalpingogram (hsg): tech did not know what to look for (as written) what did provider tell you? Nothing, sent home with depo shot and said I was good to go. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "pregnancy - birth complication" was downgraded to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy : birth ¿ complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 (dates of live births: (B)(6)). Same day as placement (as written) (per pfs) hysterosalpingogram (hsg): tech did not know what to look for (as written) what did provider tell you? Nothing, sent home with depo shot and said I was good to go. In 2008, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), pelvic pain ("pain pelvic"), vulvovaginal pain ("pain vaginal"), vaginal discharge ("vaginal discharge/ vaginal discharge"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss/ hair loss"), migraine ("migraines/headaches/ migraine"), nausea ("nausea"), headache ("headaches"), panic attack ("panic attacks") and hypertension ("high blood pressure"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pain, vaginal discharge, fatigue, alopecia, migraine, headache, panic attack and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, migraine, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: discrepancy date(s) of insertion: 2008, 2013. Pregnancy with complication was reported but it was not specified. Discrepancy noted in essure implant date 2008 (previously reported) and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: reporter, new events, "panic attacks" and "high blood pressure" were added. On 23-mar-2020: with fu 4. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.